Manufacturer narrative:
The following devices were also listed in this report: trident 0 deg x3 insert 32mm head; cat # 623-00-32d; lot # nm5e7r. Delta v-40 ceramic head 32/0; cat # 6570-0-132; lot # 81430602. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event an event regarding pain involving a trident ii shell was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a exploratory revision surgery took place due to pain. The surgeon noted there was no infection, and no devices were loose or broken. A trident ii titanium 48d cluster shell, trident 32mm liner, and 32mm v40 ceramic head were revised to a larger shell and mdm liner construct. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised. Patient complained of a lot of pain so surgeon decided to perform an exploratory revision. The surgeon noted there was no infection, and no devices were loose or broken. A trident ii titanium 48d cluster shell, trident 32mm liner, and 32mm v40 ceramic head were revised to a larger shell and mdm liner construct. Rep confirmed that no further information would be released by the hospital or surgeon.